Event description:
Determined to be reportable based on analysis received 06/08/2006. It was reported that prior to an unspecified procedure, the distal tip of the wire unravelled.

Manufacturer narrative:
Returned product analysis revealed that the fractured core wire was protruding from the outer coil at distal. Visual examination reveals the corewire fractured from the ball weld. The wire is within o.d. Specification with an average o.d. Of .035". The fractured segments were sent for sem analysis. The fracture was caused by torsional loading as evidence by the distal fracture surface protruding slightly from the weldment surface. The proximal fracture surface was characterized by post fracture mechanical surface abrasions. This indicates that the wire may have been cut post failure. The reported lot has no anomalies related to complaint. Lot met all specifications relevant to complaint upon lot release. The failure is attributed to the technique of use based on the sem analysis findings which indicate torsional overloading at the distal fracture, and the proximal fracture end appearing to have been cut.